Event description:
The manufacturer received information alleging white characters of ventilator inoperative were displayed on the red screen when the device was powered on. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging white characters of ventilator inoperative were displayed on the red screen when the device was powered on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was duplicated during an operational check. The event log was also checked and ventilator inoperative error code related to eeprom (electrically erasable programmable read-only memory) was found. Evt_nvdata_corrupt means data in eeprom is corrupt on system/cpu. The device's system board was replaced to address the issue.